Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Product return request was already sent to the reporter. The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made to get more information. Investigation still in progress . Conclusion not yet available. Not returned to manufacturer.

Event description:
Roi-c: difficulty during anchoring plates deploying and broken cage. According to the reporter description: surgeon had difficulty placing blades in through roi-c cage and they may have deformed on entry. He continued to impact on the inserters and the cage cracked. The blades and cage were removed and the surgeon worked on decorticating the endplates more thoroughly. A new cage was inserted with blades. No surgery delay or impact were communicated. No information on patient impact were communicated.

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still in progress.

Event description:
Roi-c : difficulty during anchoring plates depolying and broken cage ; according to the reporter description: surgeon had difficulty placing blades in through roi-c cage and they may have deformed on entry. He continued to impact on the inserters and the cage cracked. The blades and cage were removed and the surgeon worked on decorticating the endplates more thoroughly. A new cage was inserted with blades. No surgery delay or impact were communicated. No information on patient impact were communicated. Additional information received from reporter on (B)(6), 2018 : - the cage was assembled correctly on implant holder - insertion in the axis of the disc space - surgical technique sequence concerning impactor was followed correctly. - the surgeon is very experienced - the patient had hard bones and the blade was inserted into a significant amount of osteophyte which the surgeon believed to be denser bone than the vertebral body. - - the surgeon had to decorticate the endplates more thoroughly before the implantation of the second cage/anchoring plates.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, and the recurrence of this type of event for this implant, it was assessed that the cause of the event is traced to user where the surgeon did not very well prepare the patient's bones. The patient had hard bones which led to the breaking of the cage. Based on the provided description , after the first cage breakage the surgeon had to complete the discectomy to complete the surgery . As mentioned in the surgical technique " discectomy -step 2" , discectomy is essential step to prevent this kind of event. The investigation found no evidence to indicate device issue. Root cause : user error (instruction was not followed).

Event description:
Roi-c : jammed anchoring plate, then broken cage. The evaluation of returned device show a missing part. Further investigation show , the missing piece of the product was confirmed not in the patient. In fact all the parts were removed from the patient following the breaking of the cage. No patient impact , no serious injury reported. Surgery was not delayed more then 30 min. Surgery was completed with another cage and anchoring plates.